Manufacturer narrative:
A review of lot file a718 shows no nonconformances. This lot met all release requirements. A review of complaints received for lot a718 was performed. There were no other centrifuge bowl leaks reported at the time of the investigation for this lot. No trends were detected. No product was returned by the customer for investigation. Therefore, no root cause could be determined based solely on the info provided by the customer. (B)(4).

Event description:
Customer is reporting a centrifuge bowl leak name and function of complainant: same as reporter. Customer reported a centrifuge bowl leak at the beginning of cycle 1. Pt is fine and the customer managed to clean the instrument. The customer checked the issue with the biomed and the leak was observed prior to any alarm occurring. Customer did not return product for investigation.